Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.0.0 h3: a software analysis was initiated. Logs were reviewed. Logs captured one session on the issue reported date where it was observed that the user selected three different procedures. As per the logs, 100+ patients were available on the system. Logs recorded multiple registration attempts and also captured a couple of "posted low performance warning to user" and multiple "cleared user-facing low performance warning" messages, which caused the reported behavior. H6: b01, c10 and d02 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used while performing planned maintenance (pm). It was reported that after verifying and completing a successful trace registration on resin head, the system displayed a low performance error when going to navigation. Troubleshooting steps were performed. A manufacturer representative (rep) went back and forth in the software and when attempting to navigate with the registration that was just performed, the system no longer displayed the low performance error. The issue was resolved on call. There was no patient present.